Event description:
On (B)(6) 2026, there was evidence of a lead break on the left mesial temporal depth lead contralateral to the rns dog bone with lead protection. Ecog review identified flat signal and a tilt alert. The unusual signal coincides with the date that the patient fell in the shower. On (B)(6) 2026, the lead was replaced.

Manufacturer narrative:
(B)(4). The ecog and impedance data are suggestive of a potential lead break.